Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling. The customer stated that during transfer from the bed the right leg clip detached. As a consequence of the event the patient fell out from the device and hit her head on the device chassis. The patient sustained head laceration and bruising in the occipital area. The injury was treated with first aid measures in the ER and returned to the facility the same day. Arjo service technician visited the customer facility after the event to perform a device and sling inspection. No malfunction was found. During interview, the customer stated that the caregivers probably failed to follow procedures ( customer not specified what kind) during the patient transfer. Also, customer confirmed that the resident was agitated during the event. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Following all details reported, it seems likely that due to patient¿s sudden movement, the clip might have been accidentally pushed by the patient. The passive sling clip instruction for use warns the users to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process. According to the procedures provided in the instruction for use (04.sc.00): ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿at any time, if the resident becomes agitated, stop transferring/transporting and safely lower the patient.¿ to sum up, arjo floor lift and clip sling were used as a system for a patient transfer when the resident fell out of the device. The clip detached and from that perspective system did not meet its performance specification. We decided to report this complaint to the competent authorities due to the clip detachment during use.

Event description:
Arjo was notified of an event involving arjo maxi twin passive floor lift and passive clip sling. The customer stated that during transfer from the bed the right leg clip detached. As a consequence of the event the patient fell out from the device and hit her head on the device chassis. The patient sustained head laceration and bruising in the occipital area. The injury was treated with first aid measures in the ER and returned to the facility the same day.